Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn. During investigation of the fluid path, fluid was observed to be leaking. A closer inspection confirmed a tear in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 23 mmol/l (414 mg/dl). The pod was leaking while worn on the abdomen for between 5 and 24 hours. A new pod was applied for treatment.